Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted (lot no. B30426) for female sterilisation. The patient had a medical history of surgery (¿ cesarean delivery only; ¿ tonsillectomy ¿ cholecystectomy ¿ bilateral tubal ligation : (B)(6) 2014. ¿ other ectopic pregnancy. ¿ other essure and removal (dlt pain): (B)(6) 2014. ¿ other c/section x4 ¿ other scope rt knee ¿ other surg spincter oddi ¿ other fx rt foot ,screws positive for anxiety. Positive for depression), psychiatric disorder nos, depression, parity 4 and multi gravida. Previously administered products included: aprepitant, cefazolin, dexamethasone, valium, diphenhydramine hydrochloride, lidocaine, celexa [celecoxib] and citalopram hydrobromide. On (B)(6) 2014,, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (total laparoscopic hysterectomy with left salpingectomy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 24.61 kg/sqm. [Pathology test] on (B)(6) 2014: surgical pathology report. Specimen(s) received; a: left essure b: left fallopian tube. Clinical history: left lower quadrant pain. Final pathologic diagnosis: left fallopian tube: essure (removed clinically). Gross description: specimen a received in formalin and labeled "left essure" consists of a fine filament measuring less than 0.1 cm in diameter surrounded by windings. Overall the specimen measures 4.5 cm in length and is wound to an external diameter of 0.2 cm. No sections are submitted. Specimen b received in formalin and labeled "left fallopian tube" consists of a fallopian tube including fimbria measuring 3.6 crm in length and up to 0.5 cm in diameter. Microscopic description: specimen b consists of a fallopian tube. There is artifactual distortion and crush; (date unknown): pathology report clinical history/diagnosis: "pelvic pain" specimen(s) submitted: 1: "uterus and left fallopian tube" diagnosis: status: completed, final result collected: final result order status: completed collected by: (B)(6) 2014 (B)(4). Uterus and left fallopian tube (hysterectomy with left salpingectomy): cervix: benign endocervical polyp, 0.8 cm endometrium: predominantly basalis myometrium: no significant histopathology serosa: anterior lower uterine segment scar, compatible with c-section scar serosal fibrous adhesions adnexal stumps: fibrinoid necrosis, foreign body giant cell reaction, and fibrosis, left adnexal stump no significant histopathology, right adnexal stump. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 26-jan-2024: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted (lot no. B30426) for female sterilisation. The patient had a medical history of surgery (¿ cesarean delivery only; ¿ tonsillectomy ¿ cholecystectomy ¿ bilateral tubal ligation : (B)(6) 2014 ¿ other ectopic pregnancy ¿ other essure and removal (dlt pain): (B)(6) 2014 ¿ other c/section x4 ¿ other scope rt knee ¿ other surg spincter oddi ¿ other fx rt foot ,screws positive for anxiety. Positive for depression), psychiatric disorder nos, depression, parity 4 and multi gravida. Previously administered products included: aprepitant, cefazolin, dexamethasone, valium, diphenhydramine hydrochloride, lidocaine, celexa [celecoxib] and citalopram hydrobromide. On (B)(6) 2014,, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (total laparoscopic hysterectomy with left salpingectomy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 24.61 kg/sqm. [Pathology test] on (B)(6) 2014: surgical pathology report specimen(s) received; a: left essure b: left fallopian tube clinical history: left lower quadrant pain final pathologic diagnosis: left fallopian tube: essure (removed clinically) gross description: specimen a received in formalin and labeled "left essure" consists of a fine filament measuring less than 0.1 cm in diameter surrounded by windings. Overall the specimen measures 4.5 cm in length and is wound to an external diameter of 0.2 cm. No sections are submitted. Specimen b received in formalin and labeled "left fallopian tube" consists of a fallopian tube including fimbria measuring 3.6 crm in length and up to 0.5 cm in diameter. Microscopic description: specimen b consists of a falloplan tube. There is artifactual distortion and crush; (date unknown): pathology report clinical history/diagnosis: "pelvic pain" specimen(s) submitted: 1: "uterus and left fallopian tube" diagnosis: status: completed, final result collected: final result order status: completed collected by: (B)(6) uterus and left fallopian tube (hysterectomy with left salpingectomy): cervix: benign endocervical polyp, 0.8 cm endometrium: predominantly basalis myometrium: no significant histopathology serosa: anterior lower uterine segment scar, compatible with c-section scar serosal fibrous adhesions adenxal stumps: fibrinoid necrosis, foreign body giant cell reaction, and fibrosis, left adnexal stump no significant histopathology, right adnexal stump. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.